Event description:
On (B)(6) 2010, at 0800, this (B)(6) y/o male underwent a total left hip arthroplasty under dr (B)(6) at surgical hospital. A stryker rejuvenate modular stem and neck device was implanted. Pt became symptomatic with his hip and went to see dr (B)(6). Left hip aspiration was done on (B)(6) 2013, pt underwent revision of the left hip and had the stryker rejuvenate device explanted by dr (B)(6). Extensive debridement of the joint was done.